Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navistar® thermocool® and a low temperature occurred as the temperature was displayed too low. The value of temperature and power were both under 10 (degrees celsius and watts). The system did not allow ablation when the temperature was below the low cut off value. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote on march 25, 2017, the biosense webster inc. Failure analysis lab received the device for evaluation and it was discovered that the tip lumen was discolored. There is a greenish color on some areas of the shaft. It was not reported if the catheter was wiped down with something that may have caused this discoloration. In addition, it was not reported if this condition was not reported as being noticed prior to use, upon withdrawal or prior to sending the catheter back for analysis. The issue appears within the usable length of the catheter. This is being conservatively reported on the basis for potential of foreign material. If foreign material that is found adhered to the catheter within the usable length, during or after the procedure, including plastic, then this poses a risk to the patient, therefore this finding is MDR reportable. The awareness date has been reset to march 25, 2017, the date of the finding.

Manufacturer narrative:
This is a correction to the initial 3500a report. The expiration date year is 2019 not 2017. Therefore an incorrect UDI was submitted. See UDI section of this report for correct UDI number. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ablation procedure with a navistar® thermocool® and a low temperature occurred as the temperature was displayed too low. The returned device was visually inspected and it was found the tip lumen discolored a greenish color on some areas of the shaft however no damages were observed. This finding is why this event is MDR reportable. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. A fourier transform infrared spectroscopy (ft-ir) was performed to determine the cause of discoloration. Based on the results obtained, it can be concluded that abnormal coloration observed on shaft surface represent a deterioration known as oxidation where few microns of the surface are affected, although it was demonstrated that this condition did not affect its mechanism properties since no change in composition, or molecular structure were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.